Event description:
It was reported that oversensing was observed on the right atrial (ra) lead. Insulation damage was suspected but not confirmed. The device was reprogrammed to resolve the event. The patient was in stable condition.